Event description:
Surgery to fix hernia. After being released from doctor's care, I still hurt worse than before surgery. I went back to dr, hernia was protruding. He looked at it & said "I fixed what I was supposed to; you must have messed up something else." Then, he walked out & left me & his nurse in shock. In 2009, I went to ER; severe pain & hernia protruding. They x-rayed & poked but nothing else. Is this pain something I just have to live with 24/7? Do I have a recalled marlex patch or a botched up surgery?. Dates of use: 2006 - 2009. Diagnosis: hernia repair.